Manufacturer narrative:
Reference record (B)(4). Catalog number 062910-002 is the international list number which meets the requirements of the similar product listed is the us list number. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2018, a patient in ireland underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2018, the patient experienced oozing and redness at the peg tube site. The physician was notified and only wanted observation of the stoma site was continued. On (B)(6) 2018, the patient was seen by a physician and the patient was commenced on 500mg of ciprofloxacin for 7 days. A wound swab was sent for culture and sensitivity, results pending. On (B)(6) 2018, the stoma site was observed to be in good condition.